Event description:
It was reported in a comparison study of remote outcomes between subcutaneous and transvenous implantable cardioverter defibrillators at the hospital presented at the 15th winter congress that subcutaneous implantable cardioverter defibrillator (s-ICD) patients had significantly more inappropriate shocks than traditional transvenous implantable cardioverter defibrillator (tv-ICD) patients (tv-ICD 11, 7.2% vs s-ICD 11, 22.0%, p =.007). In addition, there were three cases of premature battery depletion and one case of lead damage observed in s-ICD patients, however, none of these occurred in tv-ICD patients. Three patients required switching from s-ICD to tv-ICD, one due to newly emerged bradycardia and two due to inevitable inappropriate shock. The information was obtained from the 15th winter congress on implantable devices. Cp-40: comparison of remote outcomes between subcutaneous and transvenous implantable cardioverter defibrillators at the hospital. Ryo kamioka 1, nobuhiro nishii 2, tomofumi mizuno 1, takuro masuda 1, saori asada 1, makazu miyamoto 1, satoshi kawada 1, koji nakagawa 1, kazufumi nakamura 1, hiroshi morita 2, hiroshi ito 1. 1 okayama university graduate school of biomedical sciences, department of cardiology 2 okayama university, department of advanced cardiovascular therapy.